Event description:
Surgeon reports complete failure of anastomosis for lar. No sign of leakage per op (injected air into the rectum and water in the abdomen). Six days later, the pt was in "peritonite" and had to be reoperated on. Ended with a colostomy. The staples didn't keep the anatomosis together (sigmoid and rectum were not connected anymore). They open the abdomen and the bowel was swelling in the abdomen along with "peritonite".